Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional. The patient's pertinent medical history includes cerebral palsy, and spastic quadriparesis - lower extremity more than upper extremity. The other medications the patient was taking at the time of event included bactrim. There were no known drug allergies. Diagnostics performed in relation to the patient's infection included an l-spine MRI on (B)(6) 2016. There was no cerebrospinal fluid (csf) infection, only an abdominal wound. The whole pump was removed.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider and consumer via manufacturer representative regarding a patient receiving gablofen [2000 mcg/ml] at a rate of 205 mcg/day via intrathecal drug delivery pump. The indications for use of the pump system were intractable spasticity and cerebral palsy. The patient saw the neurosurgeon for x-rays on (B)(6) 2016. It was stated that the incision didn't look good, and the patient and his mother stated that felt his left arm had been stiffer. Upon follow-up with the neurosurgeon's office on the following day, it was stated that everything appeared to be just fine with the patient and the incision was normal. Nothing further had been recommended at that time. On (B)(6) 2016, the neurosurgeon took the patient to surgery to clean out the pump pocket due to an infection of the area; both the pump and catheter were explanted. They did not culture anything from the pocket. The manufacturer representative was sure that the neurosurgeon was in contact with the managing physician to take care of the baclofen medication. It was stated that the patient was put on antibiotics and was doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) through a manufacturing representative. Two months went by since the infection. On (B)(6) 2016, a new pump and catheter were implanted.